Manufacturer narrative:
B5, d4: lot #-removed.

Event description:
It was reported that resistance was experienced during the fill process. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level was 300 mg/dl. A cartridge change was performed resolving the issue.